Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and pacing capture threshold in the right ventricle was rising.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds and impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.